Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, on closure of the vaginal cuff, the surgeon had trouble with three handles not transitioning the needle well. Two needles dropped out of the devices and fell into the patient¿s cavity and were removed with graspers through the port site. Two needles were bent. A total of four handles were opened and five needles were needed to finish the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six devices. A visual inspection of the returned product noted four sutures were returned with the needles attached. Two sutures were returned without needles attached. Two broken needle pieces were found. The broken needles and sutures were returned in a container. The needles were inspected under a microscope and the four intact needles showed no visible abnormalities. The two broken needles were inspected under a microscope and no other abnormality besides the needles being broken were observed. Four needles were loaded into a suturing device from the post marketing vigilance (pmv) inventory and applied to test media. The four needles were found to function properly and remained engaged in the test device throughout testing. No difficulty was experienced in loading, unloading or toggling the returned needle. Functional evaluation could not be performed on two sutures as no needle was attached to them when returned. Functional evaluation could not be performed on two needles as they were broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.